Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2021, the patient was not able to insert the infusion set fully in the body and was she was not able to receive insulin. The infusion set had been used for three days. Further, the patient's mother and sister found patient unconscious and called 911 to have her transported via ambulance to the hospital. On (B)(6) 2021, she was admitted in the emergency room, where she stayed for six days and was subsequently admitted in the intensive care unit. The patient's highest blood glucose level was reported to be 1000 mg/dl and she had high ketones, which her health care professional assessed as dangerous/ life threatening. During hospitalization, she was administered fluids of saline, insulin and an unspecified drug intravenously (drug name unknown) as corrective treatment which resolved the issue. On (B)(6) 2021, she was released from the hospital. However, she went unconscious and there was subsequent permanent damage to both their kidney (one of her kidneys were only functioning at 15%) and heart (one side of her heart was also damaged). Moreover, on (B)(6) 2021, the patient was not able to insert the infusion set fully in the body and her blood glucose level was above 600 mg/dl. No further information available.